Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was reported that the patient had another dye study in (B)(6) 2013 that was found inconclusive. It was further reported that six months ago they had an ¿operation and found the catheter had been leaking for all those years.¿ there was a catheter revision/replacement. The pump system was delivering fentanyl, clonidine, bupivacaine and morphine at the time of report.

Event description:
It was reported that a dye study was performed. The doctor aspirated the catheter to clear the catheter of drug prior to injecting dye. Fluoro images appeared normal. The dye study did not indicate any issue with the catheter. The catheter (0.196 ml) was primed following the dye study. The patient had symptoms of overdose post procedure. The patient was managed medically, given narcan and IV fluids. The effects of the sufentanyl and clonidine were reversed with the narcan, however, the bupivacaine effects took longer to resolve. The patient had numbness from his chest to his feet. The patient was managed at the '(B)(6)' and was not sent to the hospital. The effects of the bupivacaine did subside and the patient was able to be discharged home. It was noted that the reservoir volumes are accurate at the time of pump refills. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver sufentanyl, bupivacaine and clonidine. It was later reported that the patient had the dye study because he wasn't getting adequate pain relief. Adjustments had been made to the patient¿s daily dose without positive effect.

Manufacturer narrative:
(B)(4).